Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient removed the tubing set from the cycler and noticed fluid coming from the bottom of the cassette and moisture inside the cycler door. Pt was in drain three of five. Patient states that he has taken antibiotics as a precaution and has noticed no ill effects. There is a sample available for eval.

Manufacturer narrative:
Complaint is confirmed with returned device. A batch record review was also conducted and confirmed there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification.